Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a missing grip. One of the grip set was still attached to the instrument, but the missing grip was not returned with the instrument.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the paddle was missing from the end of the cadiere forceps. The procedure was completed and there was no patient injury.